Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope identification. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has a stain and the connecting tube is sticky. For these malfunctions, based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.